Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that a rise in lead impedance had occurred in (B)(6) 2014 following an unrelated fall with impact near the site of implant. A chest x-ray was normal. While monitoring the patient in (B)(6) 2015, a rise in impedance was observed. Other electrical values were normal. The lead remained implanted and the patient would continue to be monitored.